Event description:
It was reported to boston scientific that an extractor pro xl retrieval balloon was used during a urological endoscopy procedure on (B)(6) 2026. Prior to the procedure, it was noticed that the balloon was not deflating properly. The procedure was completed with a different model device. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a140101 captures the reportable event of balloon failure to deflate. Block h11: investigation results: the device was not returned for analysis and was reported to be disposed; therefore, a technical analysis could not be performed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A product labeling review identified that the device was used per the instruction for use (IFU)/product label. A risk review was completed and confirmed that the event of balloon failure to deflate was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.